Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. The time on the screen did not advance. Troubleshooting was performed, and the screen remained frozen. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act and up arrow buttons did not respond due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. The time advanced properly.